Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for sacroiliac and thoracolumbar. It was reported that the site called and stated they had taken a spin and went to navigate, but now the system was not seeing the patient reference frame. They had put in retractors and after that it was not visible. They could get it to view at a very sharp angle, but not otherwise. It was recommended putting towels over the retractors and limiting ir interference as much as possible. The site experienced less than 1-hour delay. There was no reported impact to patient outcome.